Event description:
It was reported: 'revising a tibial stem for unknown reasons. Operative side is right.'

Manufacturer narrative:
Reported event an event regarding loosening involving a tibial stem in a jts distal femur was reported. The event was confirmed by x-ray review. Method and results product evaluation and results: not performed as the implant was not returned. Clinician review: the x-ray review reported that "there are some patches of cement mantle around the proximal part of the tibial stem and the tibial stem is much smaller than the canal, which is possibly due to the remodelling of the bone and the growth of the patient. Therefore, this is possibly the reason for the loosening of the implant. The radiographic assessment can confirm the clinical report and the reason for revision.". Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on 20oct2017 with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from 12apr2016 to present for similar reported events regarding loosening of tibial stem in patient specific jts distal femur. There have been 7 other events. Siw will continue to monitor for trends. Conclusions: an event regarding loosening involving a tibial stem in a jts distal femur was reported. The event was confirmed by x-ray review. The exact cause of the event could not be determined because the primary operative report and follow up notes as well as the retrieved implant are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by siw. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
It was reported: 'revising a tibial stem for unknown reasons. Operative side is right'.